Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 352 mg/dl and 161 mg/dl. The patient performed a second comparison on (B)(6) 2020 within 15 minutes with the following results: 466 mg/dl and 168 mg/dl.